Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a case involving a c-section patient with retained products, there was a discrepancy in the fluid deficit count from the hysteroscopic fluid management system control unit. Patient had delivered 2 months ago. Making good progress in the case two bags in. When the circulating nurse switched bags the deficit jumped from 400 to 1000. Unsure of how many bags were being changed out. Circulating nurse replaced handpiece canister instead of letting it transfer back to one. At this point she replaced the tubing and dr. Commented about better visibility. Upon completion and manual recount fo fluid, it was determined to be 3400cc deficit per calculations. The deficit was attributed to user error. Patient was healthy and had significant urine in bag. Lasix administered post-op and 2800cc of urine was recovered. Patient was released from the hospital later the same day.

Manufacturer narrative:
Device investigation narrative - the subject device, a stand, hyster, fluid monitor sys, part number 7210165 with serial number (B)(4), was not made available to the designated complaint unit for evaluation and thus a visual and functional evaluation could not be performed. This unit was released to distribution on or about june 28, 2011 and has been in service for approximately five years without any prior return. The unit remains in use with the customer. A DHR/batch record review was not performed as it would not add any value to investigation as the product has been in service for approximately five years. The root cause of this event could not be determined with confidence but factors which could have contributed to the event include inadvertent excess vibration or delay during placement of the fluid bags causing the deficit reading to be inaccurate. Please refer to the operations and service manual 1061372 for the smith & nephew hysteroscopic fluid management system for precautions regarding conditions which may influence fluid deficit readings. No containment, corrective or preventative actions are recommended at this time related to the reported event. Should this device be returned, this investigation will be reopened and a full assessment of the equipment performed. (B)(4).